Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter kink was not determined. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 1.4090 mg/day), bupivacaine (10.0 mg/ml at 7.045 mg/day), clonidine (50.0 mcg/ml at 35.226 mcg/day) and compounded baclofen (200.0 mcg/ml at 140.90 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported during a scheduled pump replacement for normal eri, on (B)(6) 2016, a catheter kink at the #2 suture loop was observed. It was indicated the event was related to the device or therapy. Dye was injected through the catheter with good spread of dye through the it space. The catheter was not altered and the issue resolved without sequelae on (B)(6) 2016.